Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2023, the user reported recently hearing an abnormal sound. There is no report of trauma. The user has been re-implanted.

Event description:
On (B)(6) 2023, the user reported to have heard an abnormal sound recently. The user has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.